Event description:
It was reported that the patient underwent a posterior spinal fusion from t10 to l2 and l5 to s1 using bmp-2/acs on (B)(6) 2009. She had hypertrophism of the facet joints at l5-51, it took much longer doing the surgical procedure than a simple l5-s1 decompression, instrumentation and fusion. This extended the operative time by at least 40%. The patient's post-operative period was marked by complications which included additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on (B)(6) 2009, patient underwent following procedure: posterior spinal fusion from t10 to l2 and l5 to s1; posterior instrumentation from t10 to l2 and from l5 to s1; autograft rhbmp-2/acs and allograft; for following indications: this patient has multilevel degenerative disk disease with back pain and leg pain, conservative treatment has failed, and in consultation with surgeon, she has elected to undergo decompression and fusion to the above levels. Per-op notes: "..we confirmed position with the x-ray and started at the l1 position; we used an awl to cannulate the l1 pedicle. A ball-tipped feeler probe to confirm position. We then placed the screws at l5 and s1 bilaterally using the same technique. We then placed downgoing hook at t10 and upgoing hook at t11 bilaterally. X-rays were taken confirming position. We thoroughly irrigated the wound. We then contoured and placed a rod from t10 to l2 bilaterally, placed the setscrews. We did the same at l5-s 1. We then sheared the capsule off the setscrews. We placed cross links on the upper construct. We then used the allograft bone from a decompression along with the rhbmp-2/acs and placed the bone graft on the decorticated posterior elements, which we have already decorticated. The wound was then closed in layers over superficial drain. The patient was brought to the pacu in stable condition."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.